Event description:
During an esophagectomy procedure the blade was in use for a good hour and had been used throughout the dissection. The tissue pad melted and no pieces fell into the patient. No adverse consequences. Product being returned for analysis.